Event description:
(B)(4). It was reported by the consumer that during an outing with her daughter, the 65100 rollite rollator frame collapsed , resulting in her falling backwards and hitting the back of her head on the concrete. She has not sought medical attention, and no injuries were reported as a result of the fall.